Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: the pump powered on with a returned battery cap. The black box data from the date of the original complaint has been overwritten; however, the current black box data showed one power reboot event prior to a battery change and a cartridge change. The pump was exercised with the returned battery cap for 24 hours with no power interruptions; the original no power complaint was not duplicated. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.